Event description:
It was reported that the right ventricular lead did not have capture in unipolar, had inconsistent capture in bipolar, and the thresholds were elevated and unstable. The lead did not appear to be dislodged under fluoroscopy. The lead was explanted and replaced. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.